Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, the prostyle device was held at an improper angle, smaller than 45 degrees, and therefore a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the prostyle device was held at an improper angle, smaller than 45 degrees, and therefore a cuff miss [suture retrieval issue] occurred. The electronic prostyle instructions for use (IFU), states: a: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In this case, the user is aware of the IFU violation. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.